Event description:
The following statement was documented in medennium's contact us controlled form, under the product experience report section, by dr. Dr. Reported that his pt had infection sometime during 2005, after implantation in 2003. He attempted irrigation without success. He sent pt to ocularplastic surgeon to probe and look for the plug with no success. Infection and epiphora still present. Pt was referred to another surgeon who performed dcr with silicone intubation in 2005. Infection still not resolved with apparent imflammation of the sac. Epiphora still present. Apparently, the pt developed an upper respiratory infection after the dcr. Pt was then sent to yet another specialist to deal with the infection. Cultures were done the next month. Apparently, the infection was chronic and the pt was treated with several antibiotics over several months. Pt underwent another dcr in 2006. On or about, two days later, the pt ended up in the emergency room after the tube came out. The tube was not replaced. Fourteen days later, the pt reported to be free of epiphora and complications. He could actually read comfortably and was very happy. Spoke to dr. The next month and asked her details about the pt, but, she did not have much time to talk. She felt that the pt was doing much better and that the situation had resolved. Smartplug has been removed and no longer poses a risk to the pt. Case is closed. No additional info can be expected.